Event description:
Additional information- the reporter stated the valves are soaked for 15 minutes in anios clean excel d instrument detergent (ecolab), rinsed with water, dried and then sent to sterilization.

Manufacturer narrative:
Other, other text: additional information- the reporter stated the valves are soaked for 15 minutes in anios clean excel d instrument detergent (ecolab), rinsed with water, dried and then sent to sterilization.

Manufacturer narrative:
Provided additional product information.

Event description:
It was reported that the valves become more translucent and thinner over the washings and lose their tightness causing peep's expiration.